Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with moisture) issue. There was no indication that the product caused or contributed to an adverse event. Reportedly, the pump had a short battery life issue and there was moisture/corrosion behind the display. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/28/2017 with the following findings: during investigation, the pump was unable to power on. Moisture was found in the display. A leak test found a leak at the display lens. The pump was opened to find moisture damage on the printed circuit board. No power was found to the pump due to moisture damage.